Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post implant that the physician reported a loop on the right atrial (ra) lead in the superior vena cava (svc). The ra lead was revised the following day and remains in use. No patient complications have been reported as a result of this event.